Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 455 mg/dl, which was treated with a bolus using the insulin pump. The customer stated that 4 hours later, the blood glucose reading had lowered to 275 mg/dl. He stated that he was not sure why his blood glucose level were high in the first place. He stated that he had gotten the tubing stuck in the belt clip earlier for about 45 minutes to an hour prior to the high blood glucose event; he advised the tubing was slightly damaged. Upon troubleshooting, insulin exited the tubing during a manual prime. No leak was found. He was unsure if the basal rates were correct and was advised to see his doctor regarding them. The alarm history showed a finish loading and low reservoir alarm. The most recent blood glucose reading was 269 mg/dl. He declined completion of the troubleshoot, advising he would monitor the device. He felt that it was working as designed. None else reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.